Event description:
The on/off tab broke off when the patient attempted to suction his mouth. Reporter indicated the plastic sliding on/off button broke. The patient was not harm and a new device of the same model was used to complete the procedure.